Event description:
Customer states that a staff nurse put the glove on to use it and cut her finger because a piece of glass was in the right hand. Middle finger of the glove. The end user said the glass piece was about 1 cm long and 1 1/2 cm wide. The nurse did cut her finger. The area was cleaned and some lab work performed.